Manufacturer narrative:
Correction: e2, e3: fields should reflect non-healthcare professional as sales representative.

Event description:
It was reported that a patient presented with event queue overflow-related reset and hardware reset noted on the patient's implantable cardioverter defibrillator. Corrective programming was performed. No adverse patient consequences were reported.